Event description:
Caller reported that the t:slim x2 pump battery was not charging and the screen was unresponsive. The blood glucose level of the customer was within normal range, as no adverse impact was reported. The issue persisted despite attempts with different charging cables and adapters, leading to the decision to replace the pump. A replacement pump with updated software was sent to the customer, who was advised on procedures upon receiving it and instructed to return the malfunctioning pump within 10 days. Customer demonstrated understanding and agreement with the proposed actions.